Event description:
Dislocation of polyethylene, when the head contacted with the cup, part of the cup was ate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a2 (age), b5, d6a and h6 (device code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h4.

Event description:
Additional information received: a. What is the affected side? Right hip. B. Was surgery time extended? No. C. What do you mean '' part of the cup was ate?'' Please elaborate. The pinnacle cup was eaten for the head. Port of the cup disappear.., I can imagen that has happened for the friction between metal part of the cup and ceramic head.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Based on visual analysis of the provided evidence along with observation on involved devices, it was possible to identify a disassociation event among cup and liner. Also, a remarkable worn condition was observed on the inner surface of the cup. An advanced degradation of the metal material was present, consequence of the ceramic interaction to onto this area. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Drawing/specifications reviewed? N/a. Dimensional inspection: n/a. Device history lot : a manufacturing record evaluation was performed for the finished device: j08z57 (p/n: 121730044) and no non-conformances or manufacturing irregularities related to the malfunction were identified. Device history review : a manufacturing record evaluation was performed for the finished device (121730044/j08z57) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.